Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 310, 210, 303mg/dl. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.